Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was inappropriate svt (supra ventricular tachycardia) discrimination by the implantable cardioverter defibrillator (ICD) as the episode was suspected to be vt (ventricular tachycardia). Review of episodes by the company¿s technical representative reported that the rhythm was correctly classified as svt and another episode indicated vt that was successfully treated. The device was functioning as intended. Additionally, it was reported that there was occasional atrial undersensing or no atrial events observed on episodes for the atrial lead. Reprogramming was done and the ICD and atrial lead remain in use. No patient complications have been reported as a result of this event.